Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability and loosening of the cup at the bone to implant interface. Cup was removed and replaced with revision components. Lot and reference numbers unavailable. Doi: unknown dor: (B)(6) 2018, left hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) used to capture the medical device removal and limb asymmetry.

Event description:
Medical records received. After review of medical records, the patient was revised to address loosening of the acetabular component. Intraoperatively, when the hip joint was exposed, there was very little metallosis in the soft tissues and very limited soft tissue reaction. There was micromotion noted in the cup. Upon removal of the cup, there was fibrous tissue and no areas of bone ingrowth. It was noted that the patient was short pre-operatively by approximately a centimeter. Doi: (B)(6) 2009 - dor: (B)(6) 2018; (left hip).